Event description:
A report was received from an eyecare professional that a female patient experienced bilateral corneal ulcers three days after receiving a trial pair of focus night & day contact lenses. Lenses were worn overnight. The patient is under the care of a different unknown eyecare professional. The patient is expected to visit the reporting ecp's office in a few days. Several requests have been made for additional information, however, no further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this event is classified as a possible infectious corneal ulcer." As there was no product or lot number provided, no detailed investigation can be performed.